Event description:
A complaint was reported by a patient regarding ineffective stimulation. A boston scientific employee performed device evaluation and confirmed the problem. The doctor decided to explant the patient's precision system.